Event description:
A surgical technician from the user facility provided addition information stating there was no pt impact/injury associated with this event. The surgeon was learning to use the device, and the damage was noted prior to insertion of the intraocular lens.

Event description:
A user facility reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Patient impact is unknown. Additional information has been requested.